Manufacturer narrative:
The biomedical engineer reports that after setting up the rns (remote network station), the device was experiencing intermittent network issues. The screen was missing data on certain monitored beds. No patient harm was reported. The cns (central monitoring system) was displaying everything correctly. Customer was sent an exchange unit. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The biomedical engineer reports that after setting up the rns (remote network station), the device was experiencing intermittent network issues. The screen was missing data on certain monitored beds. No patient harm was reported. The cns (central monitoring system) was displaying everything correctly.